Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description from the distributor : a customer had a problem with this unit: alerted on tf5507. He replaced the mixer valves, did all the tests and sent the unit back for use. After a month, the unit alerted again on tf5507 and the o2 values were inaccurate. In addtion he claims that there is a noise from the unit. He sent the unit to us. We did all the tests, but couldn't reproduce the problems.